Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at segmental resection of the lung, the 4 firings were successful. At the 5th firing, the surgeon clamped the tissue and tried to fire the device, however the knife did not advance. After a while, they squeezed the handle again, however the knife still did not advance. They replaced the device with a new reload, and the firing was completed with no problem. The surgical time was extended by less than 30 minutes. The sales rep confirmed the yellow shipping wedge was still attached to the reload when the nurse connected the reload to the handle. There was no patient injury.